Manufacturer narrative:
(B)(4). The device/sample has been reported to be available for evaluation and has been requested. However, the device/sample has not been received for evaluation as of yet. If the device/sample is received, a follow-up report will be submitted upon completion of the evaluation. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
This is a report that was received by baxter (B)(4). It was reported that an aqualine tubing set was involved in a low pressure alarm incident. At the time of the problem it was reported that the filtration machine alarmed low pressure and blood pump stopped. The nurses started wash back procedure. The pump doors burst open spraying blood across the unit; all lines were immediately clamped and disconnected from patient. The customer could not specify the fault with the line. The customer stated that a new batch of lines was used as was found to be ok; the machine is back in use. The customer is returning a companion set for evaluation. No patient injury/harm reported. Customer has notified (B)(6).

Manufacturer narrative:
(B)(4). Our supplier informed us that 5 companion samples belonging to the same lot number were received. A visual control of the pump segment on the arterial line was performed. All the pump segments resulted in compliance with specifications. No anomalies were found. The blood pump segment of all samples was subjected to a functional test using the aquarius machine with the following parameters: pressure = 250 mmhg, temperature of the water used for recirculation= 37 c and time = 80 hours. At the end of the test each pump segment has been checked with a magnification 10x. The surface of each pump segment didn't show any abrasion, but only a longitudinal sign due to the movement of the pump, perfectly in compliance with the specification. All the samples received resulted in compliance with specifications. After the functional test performed simulating a treatment but for a longer time, the pump segment didn't show any sign of damage. The device history file of the involved batch was reviewed with no defect found. No corrective/preventive action has been defined because the samples received resulted in compliance with specifications.